Event description:
Medtronic received information that during the attempted implant of this transcatheter pulmonary bioprosthetic valve in a patient with tortuous anatomy, upon the initial deployment attempt, the valve fell back into an unintended posterior position. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and used for implant. A 30-minute procedural delay was reported. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: harmony-25 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.